Event description:
It was reported that on 24 june 2024, a 3mm amplatzer vascular plug 2 was chosen for a procedure. During procedure, the plug could not pass through. A new 3mm amplatzer vascular plug 2 was chosen and completed the procedure successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of advancement difficulty was reported. The device was returned to abbott for analysis and the returned device analysis did not confirm the reported event. Functional test was attempted using a test 5f loader, no anomalies were found during testing. And device was noted to be damaged during visual observation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, a cause for the reported event could not be determined. However, damage for the device may have been due to excessive manupulation. There is no indication of a product issue with respect to manufacture, design or labeling.